Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg was unable to communicate with external devices. Diagnostic testing was able to resolve the issue and the ipg was able to be recovered.

Event description:
Additional information indicates that the ipg remains implanted and operable. Troubleshooting communication issues was successful and the ipg was able to be recovered. There is no alleged stated deficiency or malfunction of the device.